Event description:
Nellcor puritan bennett received a call from rep of facility on 05/21/1999. Facility called to report the following problem: stop cycle while on pt. Unk if the unit alarmed. No pt harm.